Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the needle allegedly broke. It was further reported that the stylet was allegedly detached from the needle. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the needle allegedly broke. It was further reported that the stylet was allegedly detached from the needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one 12g magnum needle for evaluation. Upon visual evaluation the device was received with protective tubing and appeared to be clean. No break was noted to the hubs. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is unconfirmed for the reported break issue as no break was noted to the hubs. A definitive root cause for the break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiration date: 07/2024). H6(method, result, conclusion). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.